Event description:
Adverse event(s): "corneal infiltrates" (corneal infiltrates); "pain" (pain). Product problem(s): "none reported" (no information). An optometrist initially reported that several patients were having reactions to this product. On 03/01/2010, she provided additional information on three patients. The optometrist reported a patient experienced corneal infiltrates and pain in both eyes (ou). She stated the patient discontinued product use and changed to a hydrogen peroxide product without problems. The optometrist stated, she treated the patient with a corticosteroid/antibiotic combination eye drop ou and the events, which were moderate, resolved. On 03/05/2010, optometrist provided additional information stating the infiltrates were diffuse. Three mdrs are being filed, this is for the second of three patients.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested from the reporter on 02/04/2010, 02/19/2010 and 03/05/2010. Additional information was received from the reporter on 03/01/2010 and 03/05/2010. (B) (4)